Event description:
It was reported that the patient received inappropriate shocks. Noise was observed on the pace/sense portion, and lead fracture was also reported. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).